Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the wire cannot be secured. The target lesion was located in the left anterior descending artery. A rotalink advancer was selected for use. During the procedure, it was noted that the rotawire cannot be secured. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the wire cannot be secured. The target lesion was located in the left anterior descending artery. A rotalink advancer was selected for use. During the procedure, it was noted that the rotawire cannot be secured. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the handshake connection was bent. The rotawire used in the procedure was not returned. So, functional testing consisted of using a test rotawire. The test wire was inserted into the annulus of the burr and advanced the through the advancer with resistance due to the bent handshake connection. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the brake was activated and prevented the rotawire from advancing or retreating when the foot pedal was pressed, and the brake defeat button was not pressed down. Product analysis did not confirm the reported event, as the test wire was able to be inserted into the device with no issues and was not able to move when the console foot pedal was pressed as intended by design.